Event description:
It was reported that tip detachment occurred. An imager diagnostic catheter was selected for use. Interventional vascular therapy was to be performed because the patient had chronic occlusion in the left external iliac artery. The artery sheath was implanted through the right femoral artery, then the guidewire was advanced to the left external iliac artery through the sheath. The imager catheter was advanced to the occlusion in the left external iliac artery through the guidewire. The physician adjusted the direction of the guidewire several times, and at last, the guidewire crossed the occluded segment of the external iliac artery to left superficial femoral artery. When the physician withdrew the imager catheter, the tip of the catheter was fractured. It fell in the external iliac artery and the length was 2cm. The physician retrieved the fractured catheter using a biopsy forceps successfully. No patient complications were reported and the patient's status was stable.